Event description:
It was reported that episode review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to reported shocks. It was noted that the patient was in the intensive care unit (ICU). Upon review, there was an arrhythmia with a narrow qrs that was successfully converted with a burst of anti-tachycardia pacing (atp). The patient's rhythm enters a similar morphology once more where atp is unsuccessful, however a subsequent 41j shock converts. It is unclear whether the observed rhythm was true ventricular tachycardia (vt) or atrial fibrillation (af) with rapid ventricular response (rvr). This crt-d system remains in service. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) system was suspected to have stored additional episodes where inappropriate anti-tachycardia pacing (atp) was delivered. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that episode review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to reported shocks. It was noted that the patient was in the intensive care unit (ICU). Upon review, there was an arrhythmia with a narrow qrs that was successfully converted with a burst of anti-tachycardia pacing (atp). The patient's rhythm enters a similar morphology once more where atp is unsuccessful, however a subsequent 41j shock converts. It is unclear whether the observed rhythm was true ventricular tachycardia (vt) or atrial fibrillation (af) with rapid ventricular response (rvr). This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.